Event description:
The lay user/patient called lifescan (lfs) on february 24, 2006, and alleged that her meter was reading inaccurately high. Follow-up questions were sent to the representative in lfs germany and the following information was obtained/verified. On february 4, 2006, the patient tested her blood glucose and obtained a result of 159 mg/dl. She took 9 units of actrapid based on the meter result and then ate breakfast (bread,cheese,and sausage). Approximately 3 to 4 hours later, she began to sweat and feel jittery. She tested on her meter and the result was approximately 100 mg/dl. She ate some "carbohydrates" and retested. Her blood glucose was 180mg/dl. She did not seek medical attention because she felt better after testing. The patient is not using a different meter. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The patient performed a control solution test, which passed. This complaint is being reported because she began to experience low blood glucose symptoms and the meter result did not correlate with the symptoms. A replacement meter has been sent.